Event description:
This pt will be explanted due to declining performance with the cochlear implant because of a choleseatoma and electrode migration into the middle ear. The device is fully functioning.